Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The patient effects of hemorrhage, occlusion, fistula and infection are listed in the electronic proglide instructions for use (IFU) as a potential adverse event associated with the use of the device. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, occlusion, fistula and infection and the relationship to the product, if any, cannot be determined. A definitive cause for the adverse event without identified device or use problem could not be determined. The reported unexpected medical intervention and surgical intervention were likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3 - date of event: estimated the prostyle devices referenced in b5 are being filed under a separate manufacturer report number. Attachment article titled: "percutaneous cannulation for minimally invasive heart valve surgery: results from a multicenter registry".

Event description:
This study discussed the use of plug closure devices versus suture-based vascular closure devices (vcd). The proglide and prostyle device were the suture-based vascular closure devices used in the study. Although some complications were noted with both the plug based vascular closure devices and the suture-based vascular closure devices discussed, the complications specifically, for proglide and prostyle devices included failures to achieve hemostasis [bleeding] requiring the use of a second vascular closure device or cut down surgery, common femoral artery occlusion, lymphatic fistula, groin infection, postoperative vascular access site bleeding; post operative vascular reintervention, and other vascular access site related complications. The study concluded that both types of vcd's are feasible and safe for vascular closure after percutaneous arterial cannulation to establish cardiopulmonary bypass (cpb) during minimally invasive heart valve surgery. Vascular related complications were favorably low in both the plug based and suture-based device closure groups. Plug based vcd's are potentially associated with significantly higher rates of immediate hemostasis and lower incidence of needing an additional vcd or surgical cut-down. Specific patient information is documented as unknown. Details are listed in the article, titled "percutaneous cannulation for minimally invasive heart valve surgery: results from a multicenter registry.¿